Event description:
It was reported that the pump touch screen was cracked, unresponsive, and unreadable. Customer¿s blood glucose level was 75 mg/dl. Reportedly, the customer will use a backup pump for insulin pump.